Event description:
It was reported that a vns patient had developed a bulge in her neck two months after implant surgery and indicated that pus had discharged from the site. The patient's implanting surgeon related the event to an infection and indicated that the event would be addressed with medication and that no additional surgical interventions would be taken. Good faith attempts for additional information have been unsuccessful to date.

Manufacturer narrative:
Other - device manufacturing records were reviewed. Results - other - review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.